Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed. There were no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead was not able to defibrillate the patient using multiple sites and polarities. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.